Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an undetected downstream occlusion. It was stated that a phenylephrine infusion (dose, programmed amount and delivery rate unknown) was started with no change in the blood pressure. The lines were traced and it was discovered the roller clamp had never been opened but the pump wasn¿t alarming for the downstream occlusion. Once the clamp was released the medication began to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.